Event description:
A field service engineer (fse) was dispatched to customer site to replace the power supply pcb in their eclipse premier. After replacing the power supply and powering the unit on, the fse heard a slight crackling sound and notice serve thermal break down was occurring on one of the power supply board components. A replacement unit was sent to the customer and the unit in question is being returned for failure investigation.

Manufacturer narrative:
The unit has been returned to the MFR and an investigation is currently taking place. An additional evaluation report will follow.